Manufacturer narrative:
Unit passed selftest. However, unit alarmed insulin flow blocked during prime due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with corroded battery tube, pillowing keypad overlay, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump did not pass displacement test. Customer was advised to change set and reservoir. Customer also reported no delivery alarm. Insulin pump will be returning for analysis.